Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number ( the batch number and catalog of the device cannot be confirmed); yellow particle material on the shell; red and yellow biological tissue.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, pain and double capsule. Device has been explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Pain and double capsule. Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified, wear abrasion, creases flat, red particles in the shell. And the weight of the device was within specification. Cloudy gel was observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture grade IV painful and doublé capsula."

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, pain and double capsule. Device has been explanted.